Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. The transmitter has been received for evaluation. An external visual inspection was performed and passed. The customer complaint of a loss of connection was undetermined because there was no voltage and no data in the cloud. The root cause could not be determined.